Event description:
Device malfunction: difficult luminal marking. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the prostar xl device attempted arteriotomy closure of an common femoral artery after an interventional procedure. Reportedly, difficulty was encountered getting "pulsatile blood flow through marker lumen port." After suture deployment and complete knot advancement, bleeding continued. A balloon was inserted contra-laterally and inflated to help achieve hemostasis. After the procedure, the patient coughed resulting in the arteriotomy being "opened up." The patient was brought back to surgery where a cut-down was performed revealing that the physician punctured directly through the inguinal ligament. The vessel was surgically sutured to achieve hemostasis. There were no other reported adverse patient sequelae. No additional information was provided

Manufacturer narrative:
(B) (4) - difficulty with luminal marker - (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.